Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4) an unknown product in which the slide clamp rolled open and the chemo drug leaked out in a sealed bag during transport. The event occurred before use. There was no patient involvement, injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.